Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, pressure would not increase and the balloon ruptured. There was a possibility that balloon catheter was damaged during insertion. The device was removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications and the patient was in good condition post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the inflation lumen. The device was placed in the water bath in order to allow the media to soften. The device was then removed, and the device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole was noted in the balloon material at the site of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vein. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, pressure would not increase and the balloon ruptured. There was a possibility that balloon catheter was damaged during insertion. The device was removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications and the patient was in good condition post procedure.